Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead exhibited unacceptable thresholds. The lead was repositioned but thresholds remained unacceptable. The lead was explanted and replaced.